Manufacturer narrative:
Medical product: zimmer trabecular metal reverse shoulder retentive poly liner, catalog #: 00434906606, lot #: 62984051. Zimmer trabecular metal reverse shoulder humeral stem spacer, catalog#: 00434903912, lot#: 63434299. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The patient will be treated at either of the following hospitals: (B)(6). UDI# (B)(4). Concomitant devices - zimmer trabecular metal reverse retentive polyethylene liner catalog #: 00434906606 lot #: 62984051, zimmer trabecular metal reverse humeral stem spacer size 12mm catalog #: 00434903912 lot #: 63434299. It is indicated that the product will not be returned to zimmer biomet for investigation, as the customer has not provided a response in regard to product return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 4 of 4 mdrs filed for the same patient (reference 0001822565-2017-04455 / 04456 / 04457).

Event description:
It is reported that the patient is scheduled to undergo a shoulder arthroplasty revision to replace the glenosphere due to dislocation six months post-operatively. No further information has been provided.